Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 15.0 mg/ml; bupivicaine 15 mg/ml; compounded baclofen 400 mcg/ml and clonidine 150mcg/ml. The infusion rate was 0.3333 ml/day.